Event description:
It was reported that during an ivus procedure, the ivus catheter was connected to the pim. The catheter was detected but there was no image. It was reported that the catheter did not reach the lesion. It is unk whether both devices (catheter and guide wire) were removed as a system. After the image failure, the physician decided to treat the lesion without another catheter. When the device was returned and evaluated by the MFR, it was observed that the distal shaft was torn approximately 2cm from the distal of the exit port.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. During the examination of the device, it was observed that the distal shaft was torn approximately 2cm from the distal of the exit port. The device passed functional testing and it produced a complete image. The MFR's rep visited the site to check the console system unit and indicated that the unit functioned as intended and replacement was not necessary. The IFU precaution states that this device is a delicate scientific instrument and should be treated as such. Protect the catheter tip from impact and excessive force. No further action required.